Manufacturer narrative:
The patient¿s age was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 8 months. The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 3.5 years of support, the pump was not able to maintain the fixed speed when connected to a power module. The patient was asymptomatic. Review of the system controller log files showed 5 pump stoppages while connected to the power module. X-ray images showed one potentially narrow bend close to the pump. On (B)(6) 2017, an external driveline evaluation was performed by the manufacturer¿s technical services representatives. The external part of the driveline was in a very good condition and no damage was found in the silicone tube. The driveline exit site looked clean with no signs of infection or fluid found. No alarms could be reproduced when the driveline was manipulated or when the patient performed body movements. The healthcare professionals opted to provide the patient with a non-grounded patient cable for use with the power module. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages during support while the lvas was connected to the power module was confirmed based on the evaluation of the submitted system controller log file. A total of five momentary low speed operation/pump stoppage events occurred between 2017(B)(6) and 2017(B)(6), resulting in low speed advisory/hazard alarms. On 2017(B)(6), the first low speed operation/pump stoppage event occurred correlated with transient driveline disconnected and low flow hazard alarms. All interruptions in pump function occurred while the lvad system was connected to the power module only. The x-rays submitted by the hospital did not reveal any obvious areas of concern. An onsite evaluation of the patient¿s external driveline evaluation that was performed by the manufacturer¿s technical services representatives found no broken wires and no atypical alarms were able to be reproduced while the system was connected to the power module. Although the events captured in the system controller log file appear consistent with a potential driveline wire compromise, a device related issue could not be conclusively confirmed as the pump remains in use supporting the patient. A non-grounded patient cable was provided to the patient for use with the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.